Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) /2016 to report a loss of connection that occurred between the receiver and transmitter on (B)(6) 2016. No injury or medical intervention was reported. Data was provided for evaluation. The reported event of loss of connection was confirmed. A root cause could not be determined.